Event description:
It was reported that the inflatable penile prosthesis (ipp) exhibited fluid loss and the cylinders would not inflate. It was noted that the left side experienced a loss of saline. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) exhibited fluid loss and the cylinders would not inflate. It was noted that the left side experienced a loss of saline. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) exhibited fluid loss and the cylinders would not inflate. It was noted that the left side experienced a loss of saline. The device was removed and replaced. There were no patient complications.